Event description:
It was reported that the asymptomatic patient presented at the operating room for a lead revision procedure due to lead noise. The lead was explanted and replaced. The patient was stable before and during the procedure.